Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017, with blood glucose level was above 800 mg/dl at the time of incident and current blood glucose 360 mg/dl and also had diabetic ketoacidosis. It was reported that in the morning blood glucose level was 300 mg/dl and the customer was dosed with 15 units and blood glucose levels were 600 mg/dl and 360 mg/dl. The customer was treated with insulin pump. The customer was wearing the insulin pump prior during the hospitalization. The customer was not comfortable with the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test . Unit received with cracked case at the display window corners, reservoir tube lip and battery tube threads. Unit received with stained end cap sticker. Unit received with minor scratched display window, case and keypad overlay. Unit received with stripped battery cap coin slot.